Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 467 mg/dl. The customer treated with injection. The customer stated that she changed out her set and noticed that she lost her quick serter. Customer declined to troubleshoot for high readings. The product was not returned for analysis.